Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd connector. Analysis was unable to test for motor error alarms due to missing segments. Motor passed motor test. The insulin pump had cracked reservoir tubelip, reservoir tube and scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 370 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.